Event description:
It was reported that the user experienced repeated insulin delivery occlusion notifications during a meal announcement while using an infusion set (contact detach), which resolved only after a full supply change. Customer care provided support that included troubleshooting with education on occlusion causes. Investigation of this case revealed that a supply change cleared the occlusion, and normal function was restored. No clinical symptoms during the event. Outcomes included interruption of therapy and inadequate insulin delivery. It was concluded that the event was consistent with an infusion line occlusion that resolved with replacement of disposable components, with no device malfunction confirmed.